Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm during out testing. Unable to perform the displacement test due to no button response. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, reservoir tube cracked, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a button error alarm, and is unable to clear the alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.